Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was found on the floor. Nurse reports her bed only goes as low as a standard electric bed. Her bed did not go low enough to the floor. They attempted to lower the bed to its lowest position but it did not go low. It goes as low a standard bed which was not ordered. Pick up placed for the bed frame. Complaint # (B)(4) and (B)(4) were entered into our system to have the units returned for investigation. As of this writing, the units have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.